Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.